Event description:
This is a case report received on (B)(6) 2010 by baxter (B)(4) from a healthcare professional of (B)(6). It is reported that on (B)(6) 2010, a blood leak occurred during a hemodialysis session with a baxter xenium 190 dialyzer. The reporter indicated the patient was use to this dialyzer. The leak was observed one hour prior to the end of therapy, but the patient continued her therapy until it was complete. The reporter stated that the leak occurred at the upper area of the dialyzer. According to the reporter, the quantity of blood lost was significant. However, there were no clinical consequences reported for the patient. The reporter stated that the sample was thrown away because it was excessively soiled. Additional information received on (B)(6) 2010 is as follows: the blood leak was localized at the dialyser head. The blood leakage was noticed in the middle of the treatment. It was discovered visually. About 150ml of blood was lost. No test strips were used. No medical intervention was necessary. The treatment was not resumed with a new dialyzer.

Manufacturer narrative:
(B)(4). A sample was not available. This complaint was confirmed through a photograph that was provided by the clinic. In the photo, you can see a blood leak from the arterial header. No sample was provided therefore, the root cause of the complaint was not determined. A manufacturing batch record review was performed on the reported lot finding that the manufacturing records, process inspection records, and release inspection records showed no defect. The lot was confirmed to have been manufactured under normal conditions. A retention sample review was also performed by the manufacturer. During the review, the samples were checked visually and no abnormality was noted. As a replicate test of the reported event, a retention sample was connected to a blood line and primed at a blood flow rate (bfr) of 100ml/min. The result showed no leak from the connection parts between the header/blood line, header/case or other place. Also, a liquid was flowed at a bfr of 100ml/min for four hours and there was no leak observed. Air was also applied to the retained sample under flooded conditions for the implementation of the leak test and no header leak was observed.